Event description:
On 27 april 2024 a healthcare facility in virginia reported, via a fisher & paykel (f&p) healthcare field representative, an event involving a fire "in a patient room". The healthcare facility reported that the patient was receiving respiratory therapy via a mr850 respiratory humidifier. No further information was provided about the event at this time. Further information was later received from the healthcare facility indicating that the fire involved the mr850 respiratory humidifier and a rt232 adult optiflow circuit kit with microcell technology, both of which had been in use on the patient for three (3) days prior to the event. The healthcare facility also reported that the patient was transferred to a burns unit as a result of this event, however, no further details on the injury sustained were provided. The healthcare facility has advised that the subject devices have been provided to ecri for investigation.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare have requested the return of the subject devices for evaluation and is seeking further information about this event. We will provide a follow up report upon completion of our investigation.

Event description:
On 27 april 2024 a healthcare facility in virginia reported, via a fisher & paykel (f&p) healthcare field representative, an event involving a fire "in a patient room". The healthcare facility reported that the patient was receiving respiratory therapy via a mr850 respiratory humidifier. Further information was later received from the healthcare facility indicating that the fire involved the mr850 respiratory humidifier and a rt232 adult optiflow circuit kit with microcell technology, both of which had been in use on the patient for three (3) days prior to the event. The healthcare facility also reported that the patient was transferred to a burns unit as a result of this event. The healthcare facility has advised that the subject devices have been provided to ecri for investigation.

Manufacturer narrative:
(B)(4). Corrections: section d1: the brand name updated to fisher & paykel healthcare. Section d4: the UDI details are not available based on the time of manufacturing. Method: fisher & paykel healthcare requested the return of the subject devices on multiple occasions; however, the devices were not returned. Photographs of the devices involved as well as the report of an independent investigation they had outsourced were provided by the healthcare facility. The information provided was used to confirm the devices involved, configurations, and other related information. Testing of equivalent products manufactured on the same production process was completed. Conclusion: fisher & paykel healthcare did not have the opportunity to test the subject devices and limited information was provided related to the reported event. Fisher & paykel healthcare's evaluation was limited. Based on the information provided, testing of equivalent products from the same manufacturing process and review of manufacturing records, there was no evidence of systemic issues identified that would have caused or contributed to the reported event. Use conditions at the reported event could not be evaluated or excluded as a potential root cause. The devices that form part of the fph 850 humidification system are designed to meet the requirements of (B)(4). The user instructions for the mr850 respiratory humidifier include the following: the use of breathing circuits, chambers, other accessories or parts which are not approved by fisher & paykel healthcare may impair performance or compromise safety. Use of damaged components or accessories may impair the performance of this device or compromise safety. This device is not suitable for delivery of flammable anesthetic mixes or nitrous oxide. Remove any sources of ignition, such as cigarettes, open flame, or materials which burn or ignite easily at high oxygen concentrations. Covering breathing tubes with a blanket or heating them in an incubator or with an overhead heater can affect the quality of therapy or injure the patient. This device must not be used in a flammable or explosive environment. Do not use without gas flow. If gas flow is interrupted, turn the humidifier off. No modification of equipment or replacement of individual components is allowed. Additionally, the user instructions for the rt232 breathing circuit include: check that the heater wire is evenly distributed along the circuit and not bunched or kinked. There are residual risks associated with use of this product, even if used as intended. Following all instructions and warnings provided, the risks of hypoxic injury, skin burns, airway burns, airway injury, lung injury, electric shock injury, musculoskeletal injury, and hypothermia remain. These risks may result in serious injury or death. Visually inspect components and accessories for damage before use and replace if damaged. Use of damaged components or accessories may impair performance of this device or compromise safety. The use of breathing circuit/chamber/interface combinations not recommended by fisher & paykel healthcare may result in poor humidification performance, ventilator malfunction and harm to the patient/user. Do not use heated wire breathing circuits without gas flow. If gas flow is interrupted turn the humidifier off. Do not use near a naked flame, to avoid fires. Do not stretch or milk the tubing. Do not cover circuit with materials such as blankets, towels or bed linen as this can affect the quality of the therapy or injure the patient. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.